Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2023-00079. We will be retaining the old case (B)(4) MFR number- 3002806821-2023-00079 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).

Event description:
Patient continued to hemorrhage [device ineffective], cervical seal was filled with what the ces believes to be "close to 200ml" sterile fluid [wrong technique in device usage process]. Case narrative: this spontaneous report originating from the united states was received from a registered nurse via clinical education specialist (ces), referring to a 41-year-old female patient. The patient's concurrent conditions included hospitalization, multigravida, and multiparous (reported as "current pregnancy was 7th pregnancy"). The patient's medical history included pregnancy and had vaginal delivery. The patient's past drug reactions/allergies were not reported, and her concomitant therapies included vacuum-induced hemorrhage control system (jada system) (device number 1 and device number 2). This report concerns 1 patient and 1 device. On (B)(6) 2023, the patient was inserted with vacuum-induced hemorrhage control system (jada system) (device number 3) via intrauterine route by health care professional (hcp) for postpartum hemorrhage (postpartum haemorrhage) however the cervical seal was filled with what the ces believed to be close to 200ml sterile fluid (wrong technique in device usage process) as it was believed the patient had a large vaginal vault due to this being the patients 7th pregnancy. It was reported that the device came with a blue seal valve, kit, and green carton. No further details were known regarding placement. On (B)(6) 2023, the patient was continued to hemorrhage (device ineffective) therefore was taken for a hysterectomy. On (B)(6) 2023, the patient's hospitalization was prolonged due to device ineffective (reported as "unknown but likely"). Ces stated it was reported the patient lost 4000ml of blood, unknown if that was prior to any vacuum-induced hemorrhage control system (jada system) use or total blood loss. It was reported that patient received 41 units of blood/blood products, ces stated he recognized that was a large amount and was unsure of accuracy. On the same day, the third vacuum-induced hemorrhage control system (jada system) (device number 3) was removed. The patient sought medical attention. The device was not reinserted for any reason. The availability of vacuum-induced hemorrhage control system (jada system) (device number 3) was unknown. For vacuum-induced hemorrhage control system (jada system) (device number 3) lot number and serial number were not provided. Upon internal review, the event of device ineffective was determined to be serious as it required intervention. This was one of the three reports received from the same reporter referring to same patient. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects-health impact per annex f): 4643 blood transfusion (patient required an infusion of whole blood or a blood component directly into the bloodstream). FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). Follow-up information has been received from the registered nurse on 05-jul-2023. The concomitant device vacuum-induced hemorrhage control system (jada system) (device number 2) was deleted since the vacuum-induced hemorrhage control system (jada system) (device number 1) was reinserted (captured in case # (B)(4). It was reported that 200 ml fluid was placed in the vacuum-induced hemorrhage control system (jada system) (device number 2) (previously considered as "device number 3" in the case). Reporter stated the patient had multiple pregnancies causing a larger than normal vaginal vault. This case was one of the three reports received from the same reporter (previously considered as " same reporter referring to same patient"). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2023-00079. We will be retaining the old case (B)(4) MFR number- 3002806821-2023-00079 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. Case comments: based on the clinically relevant information currently available for this individual case and the FDA decision tree ( combination products), the case was considered not reportable, since the information did not reasonably suggest that the device may have caused/contributed to or likely to cause/contribute to death or any of the other serious injuries/outcomes or needed any additional medical or surgical intervention beyond what is normally required.